Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving a patient notifier for high, out of range, pacing lead impedance. A slightly higher capture threshold was also noted. After isometric movements, the measurements were back down to previously trended values. The patient will continue to be monitored.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
Additional information received indicated that lead fracture was suspected. The patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.